Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand-piece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The instrument was disassembled to inspect the internal components, including the hand button assembly for evidence associated with activation issues, and no anomalies were found that could have caused a continuous activation. It is possible that the "switch button non functional" issue encountered was due to the hand-piece contacts being dirty. It is recommended that the surface of the hand-piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch r94d5h. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Following information requested but not received: did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, the hand activation was not functional and the device was activated automatically during the procedure. Changed to another one to complete surgery. Patient consequence was not reported.